Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 170 mg/dl. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
H6 (add code 11 -investigation conclusion) .